Event description:
It was reported the pre-loaded intraocular lens (iol) was defective, faulty lens, and it was not in the patient at all. No further information is available.

Manufacturer narrative:
Date of event: unknown, as information was asked but not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Device serial number: unknown, as information was not provided. Device expiration date: unknown, as product serial number was not provided. Device UDI number: unknown, as the serial number was not provided. Date implanted: not applicable, as the iol was not implanted. Date explanted: not applicable, as the iol was not implanted. Device manufacture date: unknown, as product serial number was not provided. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing record cannot be reviewed since the iol serial number is unknown. Historical data analysis: the complaint history was not reviewed since the iol serial number is unknown. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.